Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient has two ipgs. This issue pertains to the cervical ipg. The patient had not charged the cervical ipg for an extended period of time. The ipg was unable to maintain communication with external devices. Subsequently, surgical intervention was undertaken to explant the ipg. The cervical leads were connected to the second ipg. Effective stimulation was restored post-operatively.